Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the right coronary artery. A 2.5x12mm xience pro a stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was being removed; however, resistance with the anatomy was felt. Once outside the patient anatomy, it was noted that the stent strut was bent. The procedure was successfully completed with a 2.75x38mm xience proa stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.